Manufacturer narrative:
(B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 23.0 diopter intraocular lens (iol) was implanted and explanted from the patient¿s operative eye. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional investigation requests were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.